Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the temporary leads were removed and the patient was scheduled for permanent implant.

Manufacturer narrative:
Other applicable components are: product ID: 305901, lot# 51002613, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was successful with the permanent implant and the trial leads were removed and discarded. It was noted the cause of the patient not feeling stimulation was that the temporary, non-anchored leads likely moved during the trial period due to moving/activity, and that patient movement likely caused lead migration during the trial phase. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type :screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was not feeling stimulation sensation. It was noted the patient was told at the doctor¿s office that the leads may have migrated.